Manufacturer narrative:
The product was not returned. The serial number was provided. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, consumer experienced halos around light during day and night. Additional information requested and received stating patient experienced posterior capsular opacification, the halos disappeared 80% during the day and 50% at night. The symptoms started 2 months after surgery. The surgeon prescribed pilocarpine to decrease the symptoms. No further information available. There are two medical device reports associated with this patient. This report is associated with the right eye.